Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx sis system on (B)(6) 2010. According to the complainant, the patient experienced an injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.